Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2009 and performed to specification up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of 10 minutes duration were recorded between (B)(6) 2014 and the last log entry on (B)(6) 2015. The pad-pak became depleted and a further pad-pak was installed. The device user accessible memory was erased prior to (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.